Event description:
It was reported that during the implant procedure it was not possible to interrogate the implantable cardioverter defibrillator (ICD) with multiple attempts. After repacement of the ICD, and using the same programmer the interrogation was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.